Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. While attempting to change out supplies to troubleshoot for this issue, a cartridge change error occurred. Customer was able to load a new cartridge to resolve it, however, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. As a result of these issues, customer's blood glucose level was 206-550 mg/dl and was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.